Event description:
It was reported that an ilet pump exhibited premature battery discharge, requiring an extended charge time, depleting within about an hour after charging, becoming hot while on the charger, and shutting off during a supply change, and the device was replaced; the affected component was the battery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy, and the user was advised to contact their healthcare provider for backup therapy while using a dexcom g7 sensor. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge attributable to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.